Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was installed and tested on the printed circuit assembly (pca) test system. It powered on showing a blank screen. Upon visual inspection no issues were found that would be related to the reported event. Root cause is attributed to the electrical component issue in the touchscreen.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, one eye black on the surgeon's console. No further troubleshooting was possible at the time of the issue. Technical support engineer (tse) reviewed error logs and found no relevant entries and guided caller to check on the visio side cart monitor, if both eyes are visible and it was so surgery continues normally on the second console. Tse guided caller to wait till after surgery, shut system down, and reconnect the blue fiber cable to the affected surgeon's console. The procedure was completed with no reported injury. Intuitive followed up and confirmed that the customer had already provided information. There is no additional information.